Manufacturer narrative:
Additional information: d9, h3, h6, h10 the pacer was received in normal working conditions with battery voltage at eri. Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker longevity estimate was off, and the pacemaker's battery seemed to had drained faster than expected. Further investigation could not determine the exact cause of the current drain. The device was successfully explanted and replaced. The pacemaker's battery reached elective replacement indicator (eri) at the time of the explant. The patient was stable.